Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed one year of longevity remaining three months ago, down to six months a month ago, but recently showed less than three months remaining. Boston scientific technical services (ts) discussed that no low voltage fault was set but confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Ts also stated that despite the premature depletion, there is sufficient capacity to support full therapy for at least 90 days. This device remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted and a new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed one year of longevity remaining three months ago, down to six months a month ago, but recently showed less than three months remaining. Boston scientific technical services (ts) discussed that no low voltage fault was set but confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Ts also stated that despite the premature depletion, there is sufficient capacity to support full therapy for at least 90 days. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed one year of longevity remaining three months ago, down to six months a month ago, but recently showed less than three months remaining. Boston scientific technical services (ts) discussed that no low voltage fault was set but confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Ts also stated that despite the premature depletion, there is sufficient capacity to support full therapy for at least 90 days. This device remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that no low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.